Manufacturer narrative:
The pump was not returned for investigation. Clinical observations indicated that the pump appeared to be positioned deeply, with the inlet located close to the mitral valve. Despite this positioning, the pump was kept in place. There were intermittent suction alarms during the case, which prompted a reduction in the pump's p-level to manage the suction concerns. The data log did not record any position-related alarms or motor current spike. The pump had several suction alarms and low pump flow while running on a higher p-level (p9). Reducing the p-level to p7 resolved the low pump flow, but the suction alarm persisted for some time. Later during the case, the p-level was further reduced to resolve the suction condition. The cause of the low pump flow issue was most likely patient condition related, based on data log review. The cause of the positioning issue was not determined since sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms: ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position: ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was ongoing suction alarms. Echo showed 4.6cm inlet to aortic valve annulus. The echo also showed inlet close to mitral valve: not impeding movement, but leaflet may be close to inlet while the valve is open. The doctor declined to reposition. Care was withdrawn and the patient expired.